Manufacturer narrative:
(B)(4). Date sent: 07/05/2016. (B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 6/27/2016 batch # ni attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4) additional information was requested and the following was obtained: what were the indications for surgery? Cancer were the staples inspected? If so, please describe their form. Unknown what is meant by ¿a lot of staples were missing¿ and what was their circumferential position? Anastomosis seemed to hold together but the jacuzzi test showed lots of bubbles appearing as if a lot of stapes were missing. Who fired the device and what is his/her experience? A registrar with experience of using this device was there audible and tactile feedback from firing the device? I think so, didn¿t say otherwise when was safety released? After firing the gun as per normal were the donuts and washer inspected? If so, what was noted? Yes, donuts were fine. What is the current patient status? Recovering well as far as I know

Event description:
It was reported that during an unknown procedure, stapler fired but not airtight, jacuzzi test failed, seemed as if a lot of staples were missing so, the anastomosis was taken down and a permanent colostomy was formed. The procedure extended longer than thirty minutes and the patient ended up with a colostomy.